Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results for one patient on their e411 analyzer. All testing was performed from the primary tubes. The patient's initial hcgb result was <2 miu/ml and it was reported outside the laboratory as negative. The patient was being tested for a termination of pregnancy procedure and the ultrasound showed a viable fetus. The doctor requested repeat testing. On (B)(6) 2013, the patient had a second sample drawn. The hcgb result was >10000 miu/ml accompanied by a data flag. On (B)(6) 2013, the second sample was diluted 1:100 and the second result was 450.2 miu/ml accompanied by a data flag. This result was verbally reported outside the laboratory. On (B)(6) 2013, the second sample was diluted again and the third result was 18656 miu/ml accompanied by a data flag. On (B)(6) 2013, the first sample was repeated and the second result was > 10000 miu/ml accompanied by a data flag. On (B)(6) 2013, the second sample was tested again and the fourth result was >10000 miu/ml accompanied by a data flag. On (B)(6) 2013, the first sample was diluted and repeated. The third result was 13337 miu/ml accompanied by a data flag. On (B)(6) 2013, the second sample was repeated and the fifth result was 18388 miu/ml accompanied by a data flag. On (B)(6) 2013, the second sample was repeated the sixth result was 18316 miu/ml accompanied by a data flag. On (B)(6) 2013, the first sample was diluted and repeated. The fourth result was 12612 miu/ml accompanied by a data flag. The patient was not adversely affected by this event. The hcgb reagent lot number was 00171601 and the expiration date provided was 06/2014.

Manufacturer narrative:
A root cause could not be determined. The quality control results were within specification. It was noted the calibration was over a month overdue. No bubbles on the reagent were seen during loading. It was noted the customer was not following the tube manufacturer's recommended clotting or centrifugation specifications. It was noted the pinch valve tube exchange was overdue.

Manufacturer narrative:
This event occurred in (B)(6).